Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the root cause of the reported clinical observations was not determined. The physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms 2 months post implant. Boston scientific technical services (ts) discussed potential causes. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.